Event description:
The pt is reportedly experiencing a decrease in performance. The pt removes the external equipment and reports loud sounds and pain. Testing revealed that the device is functioning. The pt's family and surgeon are pursuing device revision surgery.